Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with a 550cc mentor memorygel breast implant on (B)(6) 2020 experienced dissatisfaction with the aesthetic outcome of the procedure. Per her surgeon, the original operative plan was to implant a 500cc memorygel device, but the correct device was not available at the time of surgery. The surgeon had ordered the device he intended to use, but the wrong device was shipped to the facility. This issue was not discovered until the procedure had already commenced, and the surgeon chose to implant the 550cc device instead. The aesthetic result was not what the patient had expected or intended, but there were no reported quality issues with the device itself. The device was not ordered incorrectly; rather, the mentor customer service agent miskeyed the catalog number of the ordered device. At the time of this report, mentor has no information regarding a possible reoperation, but it was indicated that the patient would like a revision.

Manufacturer narrative:
On october 29, 2020, mentor became aware of erroneous information in the previously submitted report: the patient did undergo a revision on (B)(6) 2020, and was not pending at the time of the initial report. The patient underwent explantation and replacement with a 500cc mentor memorygel breast implant. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).